Event description:
It was reported that an unspecified number of 24g x 0.75in (0.7 x 19 mm) angiocath experienced a needle through the catheter while introducing the catheter during use. The following information was provided by the initial reporter: nurses are reporting resistance when first inserting the catheter. Even when trying to manipulate the needle during insertion, they are feeling that the needle is being stuck, and sometimes it's getting punctured when trying to manipulate several times.

Manufacturer narrative:
H.6. Investigation summary:a bd quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 24g x 0.75in (0.7 x 19 mm) angiocath experienced a needle through the catheter while introducing the catheter during use. The following information was provided by the initial reporter: nurses are reporting resistance when first inserting the catheter. Even when trying to manipulate the needle during insertion, they are feeling that the needle is being stuck, and sometimes it's getting punctured when trying to manipulate several times.